Event description:
Major pump unit(s) involved: drive unit failureadditional text: poss. Broken ground wire in the perk leadspecific component(s) involved: driveline malfunctionadditional text: poss. Broken ground wire in the perk leadother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.